Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Based on the evidence and previous investigations of similar complaints, the investigation determined that the device failure to accurately detect the power source was most likely due to an isolated component failure in the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device detected the ac power source as an external battery and failed to charge its internal battery. There was no patient injury reported as a result of this incident.